Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, pump alarmed "cassette locked, but not latched" and "unlock reattach cassette". No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lcd lens screen had scratching and cracks. Review of the event history log showed an occurrence of a "cassette locked but not latched" alarm. The device passed all functional testing and the reported issue was not duplicated. However, during testing it exhibited an "air in line" alarm. The latch lock flex and air detector were replaced as a preventive measure. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. The pump has never been in for service prior to this time.